Manufacturer narrative:
Review of the device history record supports that there were no non-conformances noted for any reason during the manufacturing of the device and no prior service was recorded for any issue(s). Upon further investigation, it should be noted that the device will not be returned by the customer for evaluation, per the customer's decision. Without return of the device, the customer's complaint was unable to be confirmed nor negated. Additionally, the initial submission stated that no fault/alert messages were heard. This statement should have read "no fault/alert messages were observed." With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Any deviation from a hemodynamic reading that does not correlate with the patient¿s clinical status will prompt the clinician to begin the trouble shooting process. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that during use of an ev1000 monitor the stroke volume value was high than expected and not correlating with the patient's clinical presentation. No fault/alert messages were heard, however, four beeps were heard every four minutes. When the zeroing was complete, there was no confirmation sound heard. No patient compromise was reported. No other system-related devices were reported as suspect. Inquired of patient demographics, unable to be obtained.